Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. The device was infested by insects. The device was returned unrepaired per customer request.

Manufacturer narrative:
On previously submitted report, section "conclusion code grid" was incorrect. It is updated in this report.